Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: device manufactured date: dec. 19, 2014 - dec. 22, 2014. The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection identified the presence of iodine. Flow testing was performed on an unopened companion sample with no issues found. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap was dry. The event was reported before use. No patient injury or medical intervention was reported as a result of this event. No additional information is available.